Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. The last fill measurement was in a range from 26.9 "c to 26.6'c". The return instrument test/evaluation (rite) specification limits are 35.0'c - 39.0'c. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported problem was confirmed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed hc rite electrical test, but failed a rite functional test due to a heater bag temp test, which failed for performance specifications. The rite failure of failed heater bag temp test was not confirmed in the event history. During the sample evaluation the failure did not reoccur, therefore, the condition was not confirmed. The assignable cause for the rite failure was not determined.